Event description:
The customer reported to olympus that the video telescope "endoeye", 10 mm, 30°, pal, hd compatible, autoclavable had the lens guide connector broken. The event occurred during reprocessing. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. Additional findings were as follows: the cable unit was corroded and fractured, and the light guide tube was scratched in several places. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause of the corroded/fractured lg connector is related to wear and tear and incorrect user handling. Also, the cuts in the grey protection hose are likely related to incorrect user handling. Olympus will continue to monitor field performance for this device.